Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The back screw that tightens the 3 pin clamp broke off while the surgeon was taking the clamp off of the pins. Type of case: tha.

Manufacturer narrative:
Reported event: an event regarding a broken 110716 clamp assembly- 3-pin was reported. The event was not confirmed. Method & results: a complete evaluation of the part could not be performed because the product was not available for evaluation. Device history review: a review of the device history records shows that 16 parts were manufactured, inspected, and accepted into final stock on 6/4/2012. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed for similar reported events regarding a 110716 pelvic array assy not functioning. There has been 5 other complaints for the referenced lot number. The complaints are pr# (B)(4), and (B)(4) and catsweb issue #'s 211, 2528, & 4426. Conclusions: the exact cause of the event was not confirmed because the part was not available for evaluation. Corrective action/preventive action: no further action needs to be taken. The device was not returned for evaluation.

Event description:
The back screw that tightens the 3 pin clamp broke off while the surgeon was taking the clamp off of the pins. Type of case: tha.